Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material in the nozzle occurred due to insufficient cleaning (handling problems) and the light guide lens glue peeled off likely caused by stress of repeated use, external factors, or handling. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the water delivery of the evis lucera gastrointestinal videoscope was poor. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was a foreign object inside the nozzle and the adhesive part of the lighting lens was peeling off. The report is being submitted due to peeled adhesive and foreign object in the nozzle found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the bending angle was insufficient and the play of the angle knob was out of normal state due to elongation of the angle wire, the curved rubber adhesive part was missing, the forceps elevation angle was insufficient due to the wear of the forceps wire, and scratches were found on multiple parts of the scope. This event is under investigation. A supplemental report will be submitted upon receiving additional information.